Event description:
From staff: procedure performed was a right knee meniscal root repair. A scorpion needle was placed into the knee scorpion instrument and placed inside the knee through the scope. When the instrument was fired inside the patient to release the suture, the needle broke. It appeared that the needle remained inside the instrument and not the patient however after multiple attempts of trying to retrieve it we were unsuccessful. Part of the needle could be seen inside the instrument. An xray was obtained with c-arm to verify that no needle was inside the knee and was not seen. The procedure continued. From op report: the arthrex fastpass meniscal scorpion device was employed. We passed the instrument in and noted an audible cracking. At this juncture, it did appear as though the needle had broken and we removed this and it appeared as though the needle was lodged within the device itself. An extensive search was taken through the knee and no evidence of needle was found. Fluoroscopy was obtained and again, no evidence of needle was found. As such, we elected to proceed with repair using a new meniscal scorpion.